Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had a vibrate anomaly. The customer stated the pump did not vibrate, while the vibrate mode was on. Troubleshooting found the pump did not vibrate during the the self-test. The customer's blood glucose was unknow at the time of the call. The insulin pump will be returned for analysis.